Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was not going on. The reporter stated that the battery was changed and the pump emitted a chirping sound but was unable to see the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings:the pump powered on with audible tones and vibration however the display screen remained blank. The pump display screen was replaced with a test screen and the display was found to return to normal. The pump was opened and moisture damage was found on the pump display screen flex connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.